Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6) 2018 16:37:58 pst ice batch user (batch_ice) (B)(6), (B)(4) complaint status: in process mdt initial contact: (B)(6), pt called. Calibration not accepted. Pt tried to calibrate with 2.6. Advise to wait and calibrate later. (B)(6), input date: (B)(6) 2018, warranty start: 00/00/0000 warranty end: 00/00/0000.